Manufacturer narrative:
The returned sensor and concomitant cable were evaluated. During evaluation the sensor and cable passed all visual and functional testing. During simulation testing, the sensor and cable passed manual and preset conditions and provided accurate measurements. The sensor and cable were determined to be functioning as designed.

Event description:
The customer reported a measured spo2 value of 98% compared to 82.5% with the blood gas analyzer. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a measured spo2 value of 98% compared to 82.5% with the blood gas analyzer. No patient impact or consequences were reported.